Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.